Event description:
A report of overinfusion associated with the use of an infusion pump was received. Reportedly, 2160 cc of tpn solution was to infuse over 24 hours. According to report, the tpn container was found empty after 18 hours time. No additional clinical information was available for this report and there was no report of pt injury associated with this incident.